Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b4, b5, d9, e2, e3, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified no repairs/findings related to the reported event. A definitive root cause cannot be determined as there was no problem found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The event cannot be confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the sagittal saw attach overheats and stops working, and until it cools down it cannot be uncoupled from the handpiece. Due diligence is in progress for this complaint; to date no additional information or product has been received.